Event description:
It was reported that the pump had a scratched and unresponsive touchscreen, complicating its use. There was no reported impact to the customer¿s blood glucose level. The patient declined troubleshooting assistance and was in the process of renewing the pump, so no further actions were taken by the technical support team.